Manufacturer narrative:
Additional info indicates that the patient is no longer experiencing ineffective therapy, therefore, this event is no longer considered to be reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient is no longer experiencing ineffective therapy, therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. As a result, surgical intervention may be undertaken to address the issue.